Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) of 524 mg/dl. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer gave a correction bolus via the pump to address bg level. Tandem technical support (cts) performed a system check and determined that the pump functioned as intended and the cause of the high bg was unknown. Customer acknowledged that the pump was functioning as intended and continued to use pump for insulin therapy.